Manufacturer narrative:
Investigation summary: attempts were made to gather more information from the customer without success. Without a lot number no further investigation can be conducted. The customer communicated the issue was related to the one instrument and was working with the manufacturer of the instrument to resolve. Root cause: unable to determine; possible instrument issue. Source: email.

Event description:
Customer reporting 1 false negative sars result when comparing the same patient on an additional instrument using the same method (same manufacturer of the 2 instruments). The symptomatic status of the patient is unknown as well as if it was confirmed by additional method.